Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient that when they went through the metal detector at the court house, several hours later "the area around my pacemaker is still causing me pain." The device remains in use. No further patient complications have been reported as a result of this event.